Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting too fast resulting in a pump shutdown. After the pump shutdown, the pump could not be charged despite the attempt of multiple usb cables and power sources. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.